Event description:
The patient underwent cataract surgery with implantation of the crystalens. Give months postoperatively, the lens vaulted in a z configuration and the patient's uncorrected distance vision decreased to 20/40. The physician observed capsular striae which caused tension in the vertical axis under the lens. A yag capsulotomy was performed to successfully reposition the lens. Additional information has been requested from the physician.